Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer would only click when user tried to recover. A field service engineer opened the back of the drawer and found that the solenoid plunger was fractured. The fse replaced the plunger and tested the drawer with test software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 matrix bullet was broken. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.